Event description:
The customer reported that the heartstart mrx was experience poor etco2 issues. There is no indication of patient impact as no harm was reported.

Manufacturer narrative:
Pr#: (B)(4).